Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-8120-50 , serial/lot: (B)(4), description: artisan surgical lead, 50cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient passed away due to heart failure. No further information can be obtained.